Manufacturer narrative:
A ge svc rep performed an on site investigation. The display adapter and the interconnect cable were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the image on the right monitor of the 9800 system would flicker. No pt injury was reported.